Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high and low blood glucose levels. The customer's blood glucose level was as high as 300mg/dl, and as low as 31mg/dl. The customer's most current level was 160mg/dl. The customer treated the low with food. Troubleshoot was conducted. The customer declined to conduct high pressure testing. The customer was advised to monitor their blood glucose levels and the device.